Manufacturer narrative:
Inspected 1 sealed enlite sensor analysis not required for sealed sensor due to sensors being expired. Inspected 3 opened/used enlite sensors performed visual inspection and found 1 of 3 with cannula broken. The 2 remaining sensors performed bicarbonate buffer test and 1 of 2 sensors failed for high readings 1 remaining sensor passed per specification with accurate readings. Unable to confirm needle anomaly due to needle not return, sensor only.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer has been receiving sensor and calibration alarms on their insulin pump. The patient's blood glucose was at 98 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer stated that the sensor was not even there when they checked their device. The customer was sent a new sensor. No further information was provided.